Manufacturer narrative:
The reported hwvvi reset was confirmed in the laboratory. A high voltage therapy delivery resulted in a por reset. The root cause of the reset could not be determined. The device met all specifications, once the reset condition was cleared.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The device was explantd due to a backup vvi mode.